Event description:
It was reported that the customer had a cracks on the scree, physical damage on the insulin pump. The customer's blood glucose level was 7.0 mmol/l. The screen is black, doesn't have information on the screen of the insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.